Manufacturer narrative:
Concomitant medical products: 5086mri52 lead implanted: (B)(6) 2013; 429888 lead implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room due to symptoms. A transmission report indicated the right ventricular (rv) lead had oversensing and high threshold measurements. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.